Manufacturer narrative:
Date of event is estimated. Exact date of implant for both extensions is unknown. The allegation is against 1 of 2 extension; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 50cm, b, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 6827093.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extension was explanted and replaced to address the issue. It is unknown which extension had high impedance.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.